Event description:
It was reported that the patient removed their own pump and was hospitalized. No further information was known to the reporter. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the patient was discharged from the hospital. The pump will not be returned to the manufacturer. The pump was delivering morphine and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report was previously filed under the manufacturer's (B)(4). The correct manufacturer's site# is (B)(4).

Event description:
Additional information: it was reported that the patient experienced baclofen withdrawal. It was noted that the patient or husband cut out her pump and pulled most of the catheter out as well. The patient was taken by ambulance with ventilation assistance. The patient outcome was reported as recovered without sequelae on (B)(6) 2011.